Event description:
It was reported that the patient¿s pump had been alarming for 4-5 days. The physician programmer showed that the alarm was due to motor stall. The patient reported increased pain. The doctor was planning on writing the patient a script for pain relief and would be trying to contact local surgeons who would be able to replace the pump. It was later reported that the motor stall did not recover. The cause of the motor stall was unknown. Pump replacement date was unknown. No troubleshooting or other actions were performed. The patient was not receiving effective therapy from the pump and was currently taking oral pain medication. The medication delivered by the pump was unknown; however, the reporter stated that it was ¿pain medication not baclofen.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump had been refilled two weeks prior to (B)(6) 2013 and the patient then heard the alarm. The patient stated that she had the pump explanted as it was "driving me crazy". The patient did not want to have another pump implanted. The device system had delivered fentanyl and hydromorphone.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving a stall due to shaft-bearing, a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication, and a pump motor gear train anomaly involving a stall due to gear-pinion. Analysis of the 8731sc catheter (B)(4) revealed coring ¿ tears ¿ cuts in the seal of the sc connector. No leak was seen in the lab.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#(B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the pump was explanted on (B)(6) 2013, not replaced. The patient reported that since in (B)(6) they had not been receiving as good pain relief. The pump was previously filled with fentanyl in america.